Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated low glucose (bg) levels (35mg/dl), approximately 3 weeks ago. Low bgs were treated by drinking orange juice. The customer indicated that they have been having issues adjusting the amount of carbohydrate intake. Recommendation was made that the customer review settings with their healthcare provider.